Event description:
Caller reported blood glucose results of 139 mg/dl on aviva system 1, 45 mg/dl, 58 mg/dl, 171 mg/dl, and 50 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for aviva system 1, medwatch with (B)(6) is for aviva system 2.